Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 377 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.

Event description:
The physician inserted the device, which passed all safety checks and began treatment. About 18 seconds into treatment, the device stopped and flashed error code 377. The physician then proceeded with a new device. The patient was discharged. No adverse events or injury were reported. The device was not returned for evaluation, so the failure mode could not be determined.